Manufacturer narrative:
Device evaluation: one device was returned for investigation in used condition. Visual inspection was done, the tank cover was cracked, power switch and outdated printed circuit board. The tank was filled with water and temp check attached. Functional tests were then performed where customer complaint could not be determined. The liquid crystal display was still working as expected. Repair to the tank cover, printed circuit board and power switch will not be done as the device was deemed beyond economical repair due to the age of the device. A manufacturing device history review was not done as the device is beyond a year from the manufacturing date. Service history review identified this device had not been in for service previously.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the screen was not working as intended. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.